Event description:
It was reported that six (6) devices leaked at the housing of the seam while in use in the ER after being in use for 12 hours. No patient sequelae were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.